Manufacturer narrative:
Product event summary: performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead. Analysis of the device memory also indicated the impedance of the right ventricular pacing lead was beyond the expected upper range and there was oversensing due to non-physiologic signals/sensing integrity counter.

Event description:
It was reported that the right ventricular (rv) lead integrity alert (lia) had triggered due to sensing integrity counter (sic) and impedance variation. The lead alerted for high pacing impedance. Non-physiologic noise was seen with pocket manipulation. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the partial lead was returned in segments and analyzed. Analysis indicated that the distal conductor of the lead developed a fracture due to flexing while in vivo. The outer insulation was ruptured. If information is provided in the future, a supplemental report will be issued.